Manufacturer narrative:
Inspected two opened and used sensors. Performed bicarbonate buffer test. One sensor passed per specification with accurate readings. One sensor failed for low reading.

Event description:
It was reported that there were discrepancies between the sensor glucose values and the blood glucose values. The sensor glucose was 32 mmol/l but the blood glucose was 8 mmol/l. Later the sensor glucose was 12 mmol/l but the blood glucose was 6.1 mmol/l. The customer stated that they had the same problem with four sensors and they all were from the same box. The customer stated that they have not had this problem in the past with other sensors. The customer was following the proper insertion and calibration methods. At the time of the phone call the customer's blood glucose was 11 mmol/l. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.